Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6), 2023, the reporter of the lay user/patient contacted lifescan (lfs) USA, alleging that his wife¿s onetouch ultra 2 meter was reading inaccurate high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation of the initial call. The reporter alleged that the issue started after the patient had dropped the subject meter on (B)(6), 2023. The reporter claimed that the patient obtained a blood glucose reading of ¿160 mg/dl¿ on the subject meter however, the patient was feeling ¿low¿. The patient manages her diabetes with metformin (2 pills a day) and the reporter denied that she took any action in response to the alleged issue. On (B)(6), 2023, around 1 pm the patient started feeling ¿funny, shaking and trembling¿. Approximately 15 minutes later, the patient¿s husband provided her with 2 pieces of candy to ¿rise up her sugar¿. The reporter denied that any other device was used to perform a blood glucose test. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca noted that the patient did not have control solution available to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.